Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as ¿noncompliance to sterilization technique which was patient's error¿. The peritonitis was manifested by abdomen pain and cloudy pd fluids. On the same day as onset, the patient was hospitalized for peritonitis. On the same day, the patient started intraperitoneal (ip) cefazoline 2 grams, daily and ip gentamicin 80 mg, daily for treatment of peritonitis. Dianeal therapies were ongoing. Two weeks after starting treatment, the patient stopped antibiotics therapy, was discharged from the hospital and was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.